Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm after inserting a new battery. Customer's blood glucose reading was 140 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was monitored and functioned properly. No a21 alarm noted and passed displacement test and a21 error test. However, the insulin pump was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.